Event description:
Fatigue - get tired out of breath or fatigued for no reason. Feel like not doing anything at all which in turn gives me depression. Major brain fog forget everything, especially while talking mid-sentence. Swelling of eyes and face (especially when I wake in the morning) every day and continues to get worse - legs, feet, ankles, hands and arms. My eyes are unrecognizable when I look at myself in the mirror. Fluid retension on legs and feet - sometimes extreme for no reason at all. Inflammation of the entire body all the time. I have been taking anti-inflammatory medication and does not help. Cannot lose weight at all no matter what I try. Have steadily gained more weight now at (B)(6). My normal weight is (B)(6). I went to a 6 week boot camp (nutrition, mind, body & soul program) only lost some 1 inch in the stomach area. Everyone in the program lost about 10 lbs some more. My trainer was not able to figure out what my problem was. My conditions got worse while exercising especially / breathing, and pain all over. Stiffness when I get up in the morning, I can barely move. I walk as stiff as a battled soldier and it takes a while before my normal movement starts. I also have tingling and numbness in the arms and legs. I have gone to all kinds of specialists about this as well including 2 rheumatologists and none of their blood work shows any reason why this would occur. Breast pain - heaviness around the chest area with burning and sharp pains or the feeling of movement. Shortness of breath even when sitting down. Difficulty breathing and heavy - hard to catch my breath. Comes and goes by itself. Has made exercising of any kind impossible (even a moderate walk). Heart palpitations and anxiety comes and goes for no reason at all. Live a very sedentary life and alone. No stress and should not have these problems. It keeps getting worse instead of better. Very jittery, redness arms and legs all the time - nonstop due to muscle tightness. Constant and ongoing muscle pain, spasms, joint pain and inflammation of the hands, arms, joints, feet, face, neck, eyes, shoulders. I always feel sore everywhere even to the touch. Lots of nodules, knots or lipomas - all over my body, hands, legs, back, neck won't go away even with massage. They also are getting worse and more and more painful - chronic pain comes and goes. Every time I get a massage, they tell me they have never seen anything like this on anyone they have ever massaged in their entire career. They also tell me it does not appear muscle related as they release the knot while massaging it and move on to another part of the body and the knots return the same or worst after release. The pain during and after the massage is almost unbearable for days after. Major hair loss - must wear wigs and hair pieces. My hair is super fragile and dry no matter how much I condition it; tremor of hands - especially in the morning when I wake up it's bad. I also wake up due to muscle twitching or weird uncontrolled reflex. It's almost like parkinson's but it's not. I have already seen specialists, a rheumatologist and have gotten blood work done and nothing points to why I would have this. Get very hot out of nowhere or the slightest exertion and sweat profusely all over the body. Seem to be intolerant to heat or humidity to the point that I feel exhausted. I never used to sweat even when exercising heavily. Insomnia - cannot sleep well. Scream and talk in my sleep. Wake up soaked in sweat. Headaches - they are not often but when they come, they are migraines. Blurry vision problems out of nowhere. It comes and goes; therefore it is not a vision problem. Skin dark spots and white spots in face, forehead and arms that was never there. Itching and skin bumps flare up all over the area for about 15 mins of insatiable itching and scratching and then goes away by itself. Psoriasis flare up of the skin in elbows, arms and scalp. White tongue, no libido. Add'l info - will provide needed. FDA safety report ID# (B)(4).